Event description:
During interventional radiological procedure, the tip of the thrombectomy device broke off in pt. Physician had to use snare to retreive product from pt. There were no complications.